Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed a pc400 coil into the aneurysm using another manufacturer's microcatheter but decided that the coil was too big for the aneurysm. Therefore, the physician started to remove the coil from the microcatheter and resheath it back into its introducer sheath. However, the physician accidentally loaded the sheath backwards and had the friction lock at the hub of the microcatheter instead of proximal. Subsequently, the pc400 coil caught on the sheath and unintentionally detached. The detached coil was successfully removed and the procedure was completed using new pc400 coils and the same microcatheter. There was no report of an adverse effect to the patient.